Manufacturer narrative:
The impella cp was discarded by the user facility therefore the product could not be inspected, and the root cause is unable to be determined . If abiomed receives additional information from the field a supplemental report will be submitted. (B)(4).

Event description:
An impella cp was inserted into a (B)(6) male patient for support for acute myocardial infarction and cardiogenic shock following a vt ablation procedure. The patient decompensated after the procedure. The patient had a prior major myocardial infarction when he was (B)(6), ischemic cardiomyopathy, hypertension, paroxysmal atrial fibrillation, chronic kidney disease asthma, ventricular tachycardia and an ejection fraction of 15%. This patient was transferred from (B)(6) hospital to (B)(6) for the vt ablation procedure, and needed to be shocked several times while at (B)(6). The impella was implanted through the left femoral artery without issue on the evening of (B)(6) 2017,however the patient experienced hemolysis within one hour of placement of the pump. The following morning the patient was still experiencing hemolysis and was not producing adequate urine. The patient developed a sizeable hematoma in the groin. Echo revealed the pump required repositioning which was done several times by the physician, however the pump continued to have positioning issues and was providing restricted flow. The decision was made to explant the pump. The patient was successfully weaned from impella support and the pump was explanted on (B)(6). An update from the clinical staff revealed the patient remains intubated and on dialysis as of (B)(6).